Manufacturer narrative:
The investigation has determined that higher than expected sodium results were obtained from vitros performance verifier (pv) quality control (qc) fluids using vitros chemistry products na+ slides lot 4224-1020-2788 on a vitros 5,1 fs chemistry system. The assignable cause of the event is user error. Prior to the event, the customer had switched lots of erf on the vitros 5,1 fs chemistry system but had not recalibrated vitros na+ lot 4224-1020-2788 prior to running qc and patient samples. After vitros na+ was recalibrated by the customer, post qc results had returned to expectations. Based on historical quality control results, a vitros na+ lot 4224-1020-2788 performance issue is not a likely contributor to the event as results were accurate. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4224-1020-2788. Precision testing was not performed on the vitros 5,1 fs chemistry system. Although historical qc results did show within laboratory imprecision, the magnitude of imprecision did not likely cause the higher than expected qc results obtained after the erf lot was switched. Qc results returned to within expectations after vitros na+ was recalibrated without any actions being performed on the vitros 5,1 fs chemistry system indicating that the instrument was not likely a contributing factor of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros chemistry products sodium (na+) results obtained from vitros performance verifier (pv) quality control (qc) fluids using vitros chemistry products na+ slides on a vitros 5,1 fs chemistry system. Vitros pv I lot h6976 results of 136.6, 137.1 and 140.8 mmol/l vs an expected result of 119.8 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).